Event description:
It was reported that during an unknown procedure, the speed of the clip feeding into the jaws was slower than usual. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Viscous silicone. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed one clip, however a slow feeding issue was noted due to viscous silicone. After that the device was cycled multiple times and no clips were fed. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was found to be broken causing the no clip fed issue. Additionally, the latch and the latch post were found to be broken which suggest a premature lockout occurred; finally, the antibackup was found to be worn out causing the anti-backup failure. The cause of the slow feeding issue reported by the customer was the viscous silicone. No conclusion could be reach as to what may have caused the found damages of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.